Event description:
The customer stated two of the five blood glucose readings taken were not in the memory of the contour next link. No adverse event alleged. The customer was asked to return the meter for investigation. A replacement meter was sent to her.